Event description:
It was reported that right hip revision surgery was performed.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the r3 liner, r3 shell, hemi head, stem, sleeve and screw was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the liner, shell, head, stem & head screw. Similar complaints were identified for the sleeve and this will continued to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The medical documents were reviewed. The reported pain along with radiological findings of cellulitis to the anterolateral aspect of the right hip and fluid collection, right hip aspirate positive for staphylococcus aureus (mrsa) along with intraoperative findings of cloudy fluid from the hip and abundant synovium, evidence of trunnionosis and some evidence of wear at the head acetabular junction as well as pus from the wound over the anterior medial thigh may be consistent with findings associated with infection, synovitis and trunnionosis. However, without the supporting lab results, imaging, and the analysis of the explanted components, the root cause of the reported reactions as well as the wear seen on the femoral component cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.